Event description:
The customer observed a falsely elevated architect tsh for a 79-year-old male without a history of thyroid disease. The following results were provided (reference range 0.35-4.94 uiu/ml): (B)(6) 2025, initial tsh results= 7.981 uiu/ml; (B)(6) 2025, repeat result= 2.888 uiu/ml; (B)(6) 2025, repeat result= 4.724 uiu/ml. Additional information provided: anti-tg and anti-tpo are normal. No color ultrasound was performed on the thyroid. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 61397ud01. A device history record review did not identify any non-conformances, deviations, or potential non-conformances related to lot number 61397ud01 and complaint issue. The overall performance of the architect tsh reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Labeling was reviewed which adequately addresses the current issue. Based on the available information, no systemic issue or deficiency of the architect tsh reagent lot number 61397ud01 was identified.

Event description:
The customer observed a falsely elevated architect tsh for a 79-year-old male without a history of thyroid disease. The following results were provided (reference range 0.35-4.94 uiu/ml): 07feb2025, initial tsh results= 7.981 uiu/ml; 14feb2025, repeat result= 2.888 uiu/ml; 17feb2025, repeat result= 4.724 uiu/ml. Additional information provided: anti-tg and anti-tpo are normal. No color ultrasound was performed on the thyroid. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.